Manufacturer narrative:
Correction: section d - serial number and lot number no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Additional information was received that the leak was spotted within 5 minutes of priming. The flow was 1 lpm and the speed was around 2000 rpm. The pressure transducers had not been calibrated at that point.

Manufacturer narrative:
H10 - related report numbers. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d4: model number and catalog number corrected. Manufacturer's investigation conclusion: functional testing of the returned oxygenator by the manufacturer (eurosets) confirmed an oxygenator leak due to fiber breakage; however, a specific root cause for the fiber breakage could not be conclusively determined through this evaluation. It was reported that the oxygenator was found to be leaking within 5 minutes of priming at flow of 1 liter per minute and pump speed around 2000 revolutions per minute. Review of the submitted oxygenator video confirmed a slow drip of clear fluid from the bottom of the oxygenator fibers into the bottom housing. The oxygenator was returned to abbott where an initial visual inspection was performed that revealed no obvious damage. The oxygenator was forwarded to the external manufacturer (eurosets) for technical analysis. The oxygenator was placed on a mock loop with physiological water. The oxygenator was filled using a peristaltic pump at 6 liters per minute (lpm) and remained in the mock loop for 10 minutes. A slow drip in the lower part of the oxygenator was confirmed. The device was sectioned by removing the lower housing, refilled with water, and pressurized. The point of loss occurred due to the fiber breakage of the last winding of fibers near the blood outlet port. The device history record for the oxygenator, serial #(B)(6)/lot #9593103, was reviewed by the external manufacturer and showed that all tests from the production process were compliant with the technical specifications. Devices are required to pass manufacturing inspections and specifications prior to release, and no abnormalities were documented which would cause or contribute to the reported occurrence. This device passed all required testing. Eurosets confirmed that 100% of the oxygenators produced are tested to detect eventual leakages using a pressure of 150 kpa (kilopascals) which is 1.5 times the maximum blood pathway pressure indicated on the IFU (instructions for use). Devices that exhibit leaks are discarded prior to distribution. Eurosets determined that the issue occurred after eurosets¿ manufacturing and test phases. Eurosets communicated that their production process and controls will continue to be improved to further reduce the occurrence rate of these events, which will also be monitored for adverse trends. The production documentation for the eurosets amg pmp oxygenator, lot #9593103, was reviewed by the external manufacturer (eurosets) and showed that all tests made in the production process were compliant with the technical specifications. The eurosets amg pmp infant cardiopulmonary bypass oxygenator instructions for use (IFU), rev. 00, is currently available. The IFU includes warnings: that the device is intended to be used by professionally trained personnel. That the extracorporeal circulation has to be carefully and continuously checked by qualified healthcare professionals throughout the procedure. To carefully check the device seal during priming and operation. If you notice leakage during priming or operation, replace the defective device following good perfusion practices. That during use, a spare a.m.g. Pmp infant oxygenator must always be available. Under the section titled ¿set up¿, the IFU warns to carry out a visual inspection and carefully check the device before use. Transport and/or storage conditions other than those prescribed may have caused damage to the device. This section also instructs to check that all connections are properly secured. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that when preparing to prime the oxygenator, the oxygenator was leaking. The same issue occurred to the second one that was primed. A third oxygenator was primed and did not leak.